Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. D6a- date is estimated d6b-unknown the unique device identifier (UDI #) is unknown because the lot and part number were not provided. D4-unknown . D10 unknown.

Event description:
It was reported the patient experienced the following symptoms following migration of the drg lead, undesired nerve stimulation, ineffective stimulation, and increased pain. As a result, the patient underwent a revision procedure in (B)(6) 2023. Details of the procedure are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.